Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states "early or late postoperative infection and allergic reaction. Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01075 / 01076).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ not returned by attorney.

Event description:
Patient reported a total hip arthroplasty procedure on (B)(6) 2009 and alleges metal toxicity. A review of invoice history confirmed the initial surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified additional information received reported that the patient's legal counsel alleged an initial procedure date of (B)(6) 2009. It was further reported that patient underwent a revision procedure on (B)(6) 2014 due to allegations of pain, swelling, inflammation, metallosis, elevated metal ion levels, damage to surrounding bone and tissue, and a lack of mobility. During the procedure, exploration and excision of the lateral femoral cutaneous nerve occurred. Synovial biopsies were performed of the left hip joint and diagnosed as chronic lymphocytic synovitis. The head, taper adaptor and cup were removed and replaced with a biomet head and taper adaptor and a competitor cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-01075 / 2014-01076 / 2016-02137).

Event description:
Patient's legal counsel reported that patient underwent right hip revision procedure approximately five (5) years post-implantation due to allegations of pain, swelling, inflammation, metallosis, elevated metal ion levels, damage to surrounding bone and tissue, and a lack of mobility. During the procedure, exploration and excision of the lateral femoral cutaneous nerve occurred. Synovial biopsies were performed of the left hip joint and diagnosed as chronic lymphocytic synovitis. The head, taper adaptor and cup were removed and replaced with a biomet head and taper adaptor and a competitor cup and liner this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified operative notes received reported that patient underwent a right hip revision procedure approximately five (5) years post-implantation due to pain in right groin, difficulty ambulating and elevated metal ion levels. During the procedure, white cloudy fluid, dehiscence of the posterior capsule, mild corrosion noted during removal of head and taper, well-fixed stem and pre-operative leg length discrepancy were noted.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2009 and currently alleges metal toxicity. The patient further alleges that labwork indicated the presence of chromium. A review of invoice history confirmed the initial surgery date. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.